Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure when the chronic existing competitor lead was attempted to be secured via the set screw that the set screw could not reach the lead. The physician attempted multiple time and then damage was noted to the "screw socket." A new device and new lead were used to complete the procedure. No patient complications have been reported as a result of this event.